Manufacturer narrative:
Initial reporter- zip code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fibrous shell on the gche side".

Event description:
Healthcare professional reported unknown side capsular contracture with an unknown baker grade. Device remains implanted.